Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced migration of the electrode lead into the external auditory canal. Re-implantation is planned but has not occurred as of the date of this report september 12, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is filed october 11, 2016. Device not yet received by manufacturer.